Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients had not been crossing over to the machines. The technical support specialist (tss) had dialed into the server and ran the downtime query, then checked the care fusion coordination engine (cce) messages and found that the last message crossing had occurred. Tss contacted the customer and discussed the issue with the user, indicated that the server port requirements needed to be verified. Tss then sent an email to the customer with the deployment guide attached. Meanwhile tss received an email from the customer information technology (it) team confirming that the issue had been resolved internally, and tss proceeded to close the case. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all patients were not crossing over to the machines, and all stations were in critical override. No error messages were displayed, and the patients were visible on the server. The customer also requested the ip address and port information for the network. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.